Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the evening of the date of implant, this passive fixation right ventricular (rv) lead was not pacing as expected, and the system was explanted the next day. A loose connection was suspected, however x-rays indicated the lead and device were securely connected. There was no change in impedance or r-wave amplitude measurements prior to the system revision, however there was no capture at 5.0v. It was reported that the suture sleeve may not have completely secure due to an anomaly with the chorda tendinea of the tricuspid valve resulting in a micro-dislodgement. As a result, the physician decided to use an active fixation lead for re-implantation. No additional adverse patient effects were reported.